Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 2.4mmol, 6.6mmol meter to lab. Tests were done within 10 mins with a difference of 64%. Pt did not experience any adverse events. No further info has been reported.